Manufacturer narrative:
(B)(6). Investigation summary: the complaint is unconfirmed as no photo / samples received. Investigation conclusion: the complaint is unconfirmed as no photo / samples received. Root cause description: mixed product is probably caused by a mixture of blunt needles together with pointed needles. The manufacturing process was reviewed. This may have occurred when the production technician had mistakenly pour in the wrong bag of needle during the primary packaging. Rationale: correction action will be taken as per proposed action. The complaint will continue to be tracked and monitored. The manufacturing department was notified of this incident and finding.

Event description:
It was reported that ten of the bd precisionglide¿ needles experienced mixed products with the blunt needles mixed into the beveled needle packs.